Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a vena cava filter placement procedure using denali jugular system. Prior to the procedure, the upper part of the propeller sheath was allegedly bent and there was a breach in the sterile packaging. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent for a vena cava filter placement procedure using denali jugular system. Prior to the procedure, the upper part of the propeller sheath was allegedly bent and there was a breach in the sterile packaging. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows the pusher catheter and touhy-borst adapter was loaded on to filter storage tube. Filter was noted within the filter storage tube. Kink was noted to pusher catheter. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported sterile barrier breach as no objective evidence was provided for the event to confirm. However, the investigation is confirmed for the reported material deformation as a kink was noted on the pusher catheter. A definitive root cause for the reported material deformation and sterile barrier breach could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.